Event description:
It was reported that after a da vinci si surgical procedure started, a monopolar curved scissors instrument didn't respond to the surgeon's commands. After the nurse removed the instrument from the patient and tried to remove the tip cover accessory from the monopolar curved scissors, the wrist assembly was pulled out from the shaft. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument grip cable was broken at the hypotube. Failure analysis concluded the damage was likely due to improper cleaning. The measured diameter of the grip and pitch cables at the distal end was found to be 0.015. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were found 0.043 and 0.814 from the distal end of the main tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.